Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the valeo was placed and inflated to 14atm. The balloon burst but the stent was placed properly. Catheter was pulled back through the 6f sheath and the distal end gave resistance. As the physician pulled harder the tip of the catheter, and balloon broke off and remained in the patient.